Event description:
A pt sample recovered at 1.15 ng/ml for accu tni. The sample was repeated for accu tni and recovered at 0.12 ng/ml. The clinical presentation of the pt was reviewed prior to releasing the results and the lower result was released to the physician. No erroneously elevated accu tni results were reported out of the laboratory.